Event description:
The customer reported that the ac power light is not illuminated and the battery is not charging. The reported problem is indicative of a power supply failure, that would result in the device operating on battery power only. There was no report of pt use associated with the reported event.

Manufacturer narrative:
The device was returned to redmond and evaluated by the failure analysis center. The reported problem was verified. The root cause of the reported problem was determined to be due to shorted components on the eos power supply module components q1, q2, q6, d1 and d2 were shorted. Resistor r4 was burned and fuse f1 was open. A replacement device was provided to the customer.